Event description:
According to user facility, device was in use with patient for stomatological surgery. User facility reported tube became kinked at oropharynx. No adverse effects to patient reported. Requested additional information from user facility; no response received to date.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.